Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: wear abrasion observed on the device. Crease fold observed on the device. Brown particles observed inside device.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. The device remains implanted.